Event description:
It was reported that the patients trial procedure was aborted due to discomfort and not being able to keep the lead posterior. The patient was doing well postoperatively and the used lead was not returned.